Event description:
It was reported that the anesthesiologists have raised concern about bupivacaine potency in spinal kits even though the drug gets good distribution. Observation is that bupivacaine only gives about 50% of the usual potency. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). UDI is unknown. No information has been provided to date.